Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.